Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus australia pty ltd (au) for evaluation. Au confirmed that the instrument channel of the subject device had no grease and no leak. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During reprocessing the subject device after a colonoscopy, grease exited from the channel. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by the insufficient reprocessing. If additional information becomes available, this report will be supplemented.